Manufacturer narrative:
Without the benefit of examination and testing. Coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information, or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to a burst. The patient had tested the device over the sink with 7 ml of water. After placing the device and inflating to only 5 ml. The device burst. The patient thinks the device had a small leak and just gave way when it was reinflated. No other adverse patient effects were reported.